Manufacturer narrative:
Concomitant medical devices: 6947m lead, implanted (B)(6) 2013; 4592 lead, implanted (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting elevated pacing thresholds. Failure to capture was also reported. Output was adjusted and the lead remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later reported to have exhibited a progressive rise in pacing thresholds. The lead was capped and replaced at which time the lead was noted to be occluded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.